Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the pump¿s black box and alarm history showed a call service cs 088 alarm. The pump powered on properly with no alarms occurring. During testing, the pump was exercised for 24 hours and a cs 088 alarm occurred. The pump was opened and moisture damage found on printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.